Event description:
It was reported that this pacemaker was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this pacemaker was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the reason for explanting this device was due to suspected premature battery depletion. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
The returned device was analyzed, and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the reason for explanting this device was due to suspected premature battery depletion. No additional adverse patient effects were reported. This device has been returned.